Manufacturer narrative:
(B)(4). Firing trigger teeth, spring cartridge lockout. The analysis results found that the ats45 device was received with the firing mechanism damaged and a reload loaded in the device. The reload was received partially fired and with cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device, and in some cases will jam the clamping mechanism. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic right ovarian cystectomy procedure, on the first firing, with a vascular reload, the tissue/vessels were clamped with device and it was fired. It would not release from tissue after firing. Another surgeon was called for a consult, the surrounding vessels were ligated and the tissue surrounding the device had to be cut out to remove the device. He was able to complete the surgery as intended. The procedure was extended by 45 minutes due to these difficulties. There was no adverse consequence to the patient. Used clips to ligate vessel lateral to ats45 jaws on both sides, and cut instrument out between clips and jaws. The procedure was completed with a 45 minute delay. However the end result of the procedure was as planned. Clips were used to ligate vessel lateral to ats45 jaws on both sides, and cut instrument out between clips and jaw. The procedure was completed with a 45 minute delay, however, the end result of the procedure was as planned.